Manufacturer narrative:
Date of report: 12jun2019. Date received by manufacturer: 07jun2019. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer was advised to inspect piezo device on (central processing unit) cpu board and create power fail alarm then tap with finger to determine if transducer has failed. The customer stated the issue was resolved by re-seating the board and cable interconnections. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (b)(6 2019. Date of this report: 23may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported error backup alarm failed. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.